Event description:
During the bench repair for an unrelated issue, the bench technician found that a speaker malfunction inop was displayed on the device. The device was not used for patient monitoring at the time of the alleged malfunction.